Event description:
Customer reported an incorrect image field size and a shift on the monitor. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image intensifier (imager). System operates as intended.